Manufacturer narrative:
Clinical review: attempts for additional information were unsuccessful. It is unknown why the patient was in the hospital, but there are no allegations of a malfunction or deficiency against the liberty cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient reported to technical support of being released from the hospital. The nature of the patient¿s hospitalization is unknown. There is no indication of a serious injury related to the patient¿s pd treatments. Additional information was solicited.

Manufacturer narrative:
Clinical review: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized on (B)(6) 2018 for a foot infection (unspecified) was reviewed. Per the patient¿s peritoneal dialysis registered nurse (pdrn) the foot infection was not related to pd therapy. The patient underwent a left below the knee amputation and was discharged (B)(6) 2018. It is unknown if the patient continued pd therapy during the hospitalization or if any fresenius products were utilized. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
Additional information was solicited and received from the patient's clinic. Per the patient¿s peritoneal dialysis registered nurse (pdrn) the foot infection was not related to pd therapy. The patient underwent a left below the knee amputation and was discharged (B)(6) 2018. It is unknown if the patient continued pd therapy during the hospitalization or if any fresenius products were utilized.